Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06/23/2020.

Event description:
It was reported that the ventilator had an o2 manifold leak. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and determined that the o2 check valve is bad an allows tank o2 to leak out of the wall connection whenever the wall connector is not connected. The customer was provided with a part number for the o2 manifold. Review of the device diagnostic report (drpt) and only found therapy driven error codes. The customer turned on the transport o2 cylinder and verified gas flow from the central supply hose. The customer replaced the o2 transport manifold to address the reported issue and the unit was returned to use.